Event description:
It was reported that patient presented in hospital after receiving an inappropriate high voltage therapy due to svt. Device was reprogrammed, and no further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.